Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) svc alarm code. The device was returned to the biomedical department from the ob (obstetrics dept) with a report that the device alarmed with a 11/004/086 svc alarm code. The customer contact reported the alarm code occurred prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.